Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the therapy electrode pads. The patient saw his doctor who suspected an allergy and prescribed a zinc ointment. During a follow up, the patient reported that the rash had completely healed.